Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the electrodes which 'peeled and split'. The patient was in the hospital at the time of the reported event. The patient's physician removed the device while the patient was connected to telemetry and the patient's nurse applied dressings over the affected areas. Follow up by a zoll representative indicated that only a small scar remained under the right breast. It is unknown if the lifevest caused the scar. The patient was released from the hospital wearing the lifevest.